Manufacturer narrative:
Product complaint # (B)(4). Health effect - clinical code: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was removal of all implants due to infection, primary surgery was in 2014 with a poly exchange in 2015. Doi: 2014-15. Dor: (B)(6) 2021. Right knee.